Manufacturer narrative:
The lot number is unk therefore the date of MFR cannot be determined. The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.

Event description:
The caller reported their customer is stating that the plastic lock on the outer cannula is worn down and the inner cannula and dcp do not lock properly. The caller states there has been no pt harm and the pt will be recannulated due to the failure.